Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
It was reported that during a procedure, the implantable cardioverter defibrillator was found to have detachment of a device header component. A new device was used to successfully complete the procedure. The patient was discharged and no further patient consequences were reported.